Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8711 lot# j11151r29 implanted: (B)(6)2003 explanted: (B)(6)2017 product type catheter (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-03. It was reported that last year in 2016 the patient was having more pain and the hcp kept ¿upping¿ the patient¿s pain medication. In (B)(6) 2016, the patient had posterior neck surgery c4-c7 and about 15 months before that in 2015, the patient had anterior neck surgery c4-c7. The hcp took prialt out of the pump in (B)(6) 2016 due to insurance coverage and when the medication was removed the patient didn¿t notice a difference in the pain relief. In (B)(6) 2017, the patient went to see the hcp but was told they were gone and was scheduled to see a new hcp for (B)(6)2017. In (B)(6) 2017, the new hcp did x-rays on the patient¿s back and found that the catheter was fractured right where it went into the spine. It was indicated that on (B)(6)2017 the patient had catheter revision surgery and the whole catheter was replaced. It was stated that the patient called the hcp who replaced the catheter, who reviewed it wasn¿t going into their spinal and that the spinal bones were what fractured the catheter. It was noted that at first, they didn¿t even think about checking the catheter x-ray until the patient asked the hcp to double-check and then they saw the issue. It was noted that in (B)(6)2017 the patient fell out of the bed three times and told the neurosurgeon who didn¿t suggest any diagnostics, and that the patient didn¿t think about the falls possibly impacting the catheter. The pump medication related to the events was prialt [concentration unknown] at a dose of 3 mcg/day, morphine [concentration unknown] at an unknown dose that was at least half more than the current medication and bupivacaine [concentration unknown] at an unknown dose that was at least half more than the current medication. It was indicated that the patient¿s current medications were morphine [16 mg/ml] at a dose of 3.602 mg/day and bupivacaine [24 mg/ml] at a dose of 5.403 mg/day. It was noted that in (B)(6) 2017, the patient¿s pump medications were upped once by 10%-20% since the catheter revision/replacement surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11151r29, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient with an implantable pump for non-malignant pain and complex regional pain syndrome type I. It was indicated that it was believed that the pump was being used to deliver morphine but they were not certain. It was reported on (B)(6) 2017 that there were unable to aspirate from the catheter access port (cap) so they would be performing a catheter revision that day (B)(6) 2017. It was noted that the catheter looked ¿tangled up¿ near the pump under an x-ray so it was believed they would try to replace the pump segment. Information regarding revision kits was requested. It was indicated that the representative would follow-up with the healthcare professional (hcp) and would bring both revision kits as well as extra catheters in case they needed to replace the whole catheter. Additional information was received on (B)(6) 2017. It was reported that the catheter was found to be out of the intrathecal space. It was indicated that the issue was resolved as the catheter was replaced. It was also indicated that the catheter would not be returned as it was "intact." The weight of the patient at the time of the event was unknown. No symptoms or further complications were reported.